Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 1100878713 model/catalog description: reservoir flat iz 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of infection is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the inflatable penis prothesis (ipp) was revised due to infection. A surgical procedure was performed, the 700 implants were removed and replaced with tactra. No further complications have been reported.